Event description:
The device was implanted 2004. In 2005, the pt states they were in a wheel chair and dislocated their hip while reaching over to pick something up. Device was revised in the next day.